Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead noted being told by their physician that one of their leads was not working. The patient was unsure which lead had the issue, nor what was wrong with the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.